Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during preparation, while testing the device, the foley balloon leaked. They used another prolieve thermodilitation kit to complete the case. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.